Manufacturer narrative:
The reported complaint of could not untighten the v-setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the v-setscrew inset. The calcified blood was preventing the wrench from engaging the v-setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could be fully inserted into and engage the setscrew inset and untighten the setscrew and remove the lead. The blood most likely came through a hole punched through the septum by the torque wrench in the field. Electrical testing revealed the battery voltage is above eri.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device exchange procedure to address normal battery depletion, the ventricular lead could not be removed from the header of the device after repeated attempts to loosen the set screws. The lead was cut and capped so that the device could be explanted, and a new device and lead were implanted. The patient was in stable condition.